Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 388 mg/dl. Bg was addressed with manual injection. Customer alleged the pump did not deliver the correct amount of insulin. Customer reverted to manual injections and was not using pump at the time of the report; therefore system check could not be performed.